Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: 5440430 / lot: h5191049 (x4) part: 1475005045 / lot: 0409847w (x2) part: unknown cage / lot: unk (x1) part: unknown screw / lot: unk (x1) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016: the patient presented with pre-op diagnosis as: disc degeneration at l4-l5; spinal stenosis: l4-l5 left foraminal, right foraminal, central; spondylolisthesis: l4-l5 grade I (degenerative). For which, patient underwent anterior interbody fusion at l4-l5 (with a cage implanted at l2-l3). The patient also underwent posterior instrumentation at l4-l5 (percutaneous pedicle screws were used). Minimal access surgical approach was used in both the surgeries. The following post-op complications were observed: ae#1: onset date: on (B)(6) 2016; comments: at first post-op visit, patient presented with decreased sensation on right lower extremity. Serious ae- no relationship: unknown ae#2: onset date: (B)(6) 2016 others: right sacroiliac joint pain radiating into right hip. Serious ae: no relationship: not related comments: at 3 month visit, patient complained of right sacroiliac joint pain radiating into right hip. Patient is scheduled for a diagnostic right si joint injection. Coordinator will follow up at 6 month visit to see if resolved.